Event description:
It was reported that patient was revised on a right hip due to unknown reason.

Manufacturer narrative:
At this time the causes for this revision are unknown. The following additional device was listed in this report: cat 6260-9-240 v40 cocr lfit head 40mm/+4 lot code mhhn11. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: the device was returned for analysis. The device was unremarkable. A review of the device images by a clinical consultant indicated "this accolade stem was loose, it has no bony ingrowth whatsoever visible anywhere on the surface. There is some color staining on the ha-coating due to protein absorption which is normal for either a loose stem or a very short implantation interval before osseointegration occurs. Also the slight polishing visible around the stem tip is suggestive for a loose stem during some time and suggests this stem was in place for more than a few weeks. There are also some local stains along the medial section of the uncoated distal stem that are more difficult to ¿read¿ without additional investigation" a dimensional inspection confirmed that the returned stem conformed to the required profiles outlined as per operation sequence 26-28 outlined in igs-0030930, ver. 2. A review of the DHR also did not indicate any evidence of a dimensional issue. Medical records received and evaluation: a medical review was not performed because insufficient information was provided however a review of the devices images by a clinical consultant indicted that the stem was loose. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient was revised on a right hip due to unknown reason.